Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced very high blood glucose reported at 500 mg/dl. The caregiver observed insulin leaking from the pump cartridge after a recent supply change, leading the user to disconnect from the pump and administer subcutaneous insulin by pen per guidance to remain disconnected for at least two hours. Symptoms included hyperglycemia with a fingerstick reading reported as high and urinary frequency. Outcomes included a delay to treatment or therapy due to the interruption of pump insulin delivery without hospitalization. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed evidence consistent with a leak or seal issue associated with the reservoir component of the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The user will reconnect to the pump with assistance if needed.